Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the caster lock is not working. She states the customer pushes it down with her foot and it just does not lock.